Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in late 2008, that a corflo cubby low profile gastrostomy device was used during a feeding procedure. According to the complainant, the y port of the feeding tube developed a leak. Procedure completed with another of same corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event,. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.